Manufacturer narrative:
Due to character limitation in e1: full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the iab catheter of cardiosave intra-aortic balloon pump (iabp) was restricted during use. There was no patient harm.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions, component codes),h11 corrected fields: h6(medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and confirmed that the cds automatic inflation was restricted and suspected the safety plate was the problem. After communicating with the hospital equipment department the safety plate was replaced. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.